Event description:
The clinician reports the implant was inserted on (B)(6) 2014 in ada 3. Details of surgery: sinus augmentation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, bleeding, increased sensitivity and inflammation. No further patient complications were reported.